Manufacturer narrative:
The insulin pump was received with intermittent esc, act and up arrow button response due to flattened button dome switches. Device passed the displacement, prime and excessive no delivery tests. No excessive e no delivery alarm noted. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the act and esc buttons on the insulin pump have an intermittent response. The customer did not recall any significant events leading to the keypad issue. She also reported that the insulin pump has been alarming no delivery mostly during bolus. She stated she changed the infusion set and reservoir twice and alarm would recur. She then cleaned the reservoir compartment and it would work for a few days and then happen again. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.